Event description:
It was reported the patient had a pectus bar implanted (B)(6) 2009. The bar was removed on (B)(6) 2010, due to the patient developing a staph epi infection.

Manufacturer narrative:
There is no indication of the product not functioning as intended. Per surgeon, the explant will not be returned for review. IFU lists "metal sensitivity reactions or allergic reaction to the implant material." As possible adverse effect. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.